Event description:
A pt was implanted with screws on 10/15/96. On a routine follow-up after surgery, a broken screw was found on x-ray. The x-rays show there was no anterior column support. Removal of the broken screw is not scheduled at this time. No report of any injury to the pt due to this finding.